Event description:
During bronchoscopy, the patient became hypotensive. The critical care pulmonology team was called to the bedside. A chest tube was inserted and an immediate gush of air was observed. Shortly thereafter the patient arrested and CPR was initiated. A larger-bore chest tube was placed, resulting again in a gush of air. The patient was pronounced dead by the critical care team. Necrotic material was expelled during the event. A rab (robot-assisted bronchoscopy) with 7-needle aspiration was performed. The death was presumed to be due to a tension pneumothorax. No issues were reported with the devices used during the procedure.